Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image displayed due to damage on the charge-coupled device unit and due to a scratch on the electrical contact of the video connector. Upon further inspection, it was observed that there was a chip on the adhesive of the bending section cover due to chemical or physical stress. It was also observed that the bending section could not be fixed firmly due to damage on the lock engagement lever. It was observed that switch one was dirty due to deterioration or due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, video connector, control unit, grip, up-down plate, lock engagement lever, angulation lever, switch one, right-left lever, light guide connector, light guide cover glass and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image when plugged into the connector edge. The reported issue was discovered during preparation of use for a therapeutic ¿rapa bile¿ surgical procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.